Event description:
It was reported by provider that the reset button on the (B)(4) concentrator keeps popping. The provider states after fiddling with it, the reset button stayed in place but the compressor is making a funny noise. The provider states the unit has 4573.4 hours on the unit. He also states the unit is a rental. No additional information is available per the provider.